Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found the device was in backup vvi mode. After device software download, normal device function ensued. The backup vvi condition did not recur despite extensive testing. The reason for the backup condition could not be determined.

Event description:
It was reported that during implant procedure, the pulse generator exhibited backup vvi operation. The device was not used. No patient symptoms were reported.